Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during remote monitoring. The estimated longevity decreased not as expected, from 35% to 16%, within one week. This device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.